Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported arrhythmia, cardiac arrest, and patient outcome could not be conclusively determined during this evaluation. The account reported that the patient had a ventricular tachycardia (vt) storm and remained in vt despite efforts of medication and internal (from implantable cardioverter defibrillator (ICD))/external shocks. The patient deteriorated into ventricular fibrillation without return of spontaneous cardiac contraction. The patient expired due to cardiac arrest. The patient had an ICD placed before ventricular assist device (vad) implantation, and had a history of vt pre-vad implant with a recent ablation. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The arrhythmia was thought to be device or therapy related. The patient ultimately expired on (B)(6) 2021. Heartmate 3, left ventricular assist system (lvas) serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia and death. Section 6 "patient care and management" lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to cardiac arrest. The patient had a history of ventricular tachycardia (vt) pre-lvas implant with an ablation pre-lvas as well. The device was reported to have functioned as intended. The arrhythmia was thought to be lvas related. The patient remained in vt despite all efforts of medication, atp, shocks (internal/external), which then deteriorated into ventricular fibrillation without return of spontaneous cardiac contraction. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. No additional information was provided.